Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device. The reporter alleged of having nose irritation, respiratory tract irritation, dizziness and/or headache, constant sinus infections and cough from these problems. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In previous report, "box h - (device) problem code grid (1) " was mentioned incorrectly. The device is not part of recall. In this report, box h has been updated or corrected.